Manufacturer narrative:
Plant investigation: no hardware component is associated with this complaint, and therefore, a sample investigation was not performed. However, machine files were provided for review and evaluated. The reported failure type represents a known event. A communication error occurred which resulted in system error 9040.1. A review of the device history record (DHR) was found to be unnecessary due to the fact that the failure/complaint can be clearly attributed to the failure mode ¿design¿. Based on all performed investigations/evaluations, the described behavior could be reproduced. The 9040.1 error code is a collective error code for all kinds of pgm (poisson, gaussian, and multiplicative) miscalculation. There are several different root causes for a pgm error. A 9040.1 error usually leads to the termination of treatment. After restarting the device, the treatment can be continued. Manual blood reinfusion is described in the IFU and should always be possible. The reported event is within the scope of a product improvement. A software problem was identified and the cause of the failure was traced to device design. Appropriate measures will be taken in an existing CAPA that was opened to address this issue.

Event description:
It was reported that an unspecified device failure occurred during the operation of a multifiltrate pro machine. The screen went black, the system restarted, and various numbers were displayed on the screen. The blood in the system had to be discarded. As a result, the patient experienced approximately 500 ml of blood loss. There was no indication that the event resulted in any serious patient injury or harm, and no medical intervention was required. A sample was not available to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that an unspecified device failure occurred during the operation of a multifiltrate pro machine. The screen went black, the system restarted, and various numbers were displayed on the screen. The blood in the system had to be discarded. As a result, the patient experienced approximately 500 ml of blood loss. There was no indication that the event resulted in any serious patient injury or harm, and no medical intervention was required. A sample was not available to be returned for evaluation.